Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator allegedly caught on fire. The device was not in patient use. The device was returned to the manufacturer's service center. The device was visually inspected and found no evidence of thermal damage to any internal components. The manufacturer determined the thermal damage to the device was caused by an external source. The device has evidence of smoke contamination caused by the fire. Product labeling states, "oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not use oil or grease on the concentrator or its components as these substances, when combined with oxygen, can greatly increase the potential for a fire hazard and personal injury." The manufacturer concludes the fire was caused by an external source. The device did not cause the fire.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire. There was no report of patient harm or injury. The patient was not using the device at the time of the event. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.